Event description:
Originally, caller stated that the inform meter makes bases flash and meter connector pins were discolored. Upon review by the first level investigation unit, the meter was found to have signs of an electrical short: pins 3 and 4 were missing, and the area around them was charred. Plastic was melted in this area also. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.